Event description:
It has been reported that a pt experienced a burn, approx 2mm in diameter, to her upper lip after undergoing an out-pt procedure with a co2 laser and its accessories to remove a lesion from her tongue. The pt was treated and discharged.